Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed but did not replicate the reported complaint. Failure analysis found the primary failure of unclamp failure to be related to the customer reported complaint. The instrument was found to have an unclamp failure(s) based on log review but was not replicated during in-house testing. Logs showed error code: 22030, indicating a curved-tip, stapler 30 failed its operation on universal surgical manipulator 4 (usm4) with failure mode: unclamping failure / general failure. No firing failures were observed. As a result of the unclamping failure, an unfired white reload 30 was returned stuck in the jaws. An in-house stapler release kit (srk) was used to manually open the jaws. The reload was removed successfully without any issues. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during testing. Upon visual inspection, there was no damage at the distal wrist. The housing was removed for inspection and found no internal damages. Additional observation not reported by site: the instrument was found to have one or more of the housing snaps broken.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the jaws of the curved tip stapler 30 instrument would not open. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the surgeon had completed the stapler portion of the case and removed the stapler, the customer encountered difficulty removing the reload from the stapler. It was also confirmed there were no malformed staples during the event. The stapler had 7 or 8 lives left. The patient-related information was not provided.